Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. For clarification, the instrument was found to have damage to the conductor wire¿s insulation. The insulation did not exhibit thermal damage. The insulation material was lifted, however, no pieces were missing. The conductor wire was slightly exposed, however no wires were physically damaged. An electrical continuity test was performed and the instrument passed. The root cause of the damaged conductor insulation is attributed to misuse, commonly caused by collision with another instrument or sharp object. No image or procedure video was provided for review. A review of the instrument logs for fenestrated bipolar forceps instrument (part 471205-17/k11211025 0337) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4), with 10 lives remaining. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument's black cable was frayed. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was found after cleaning, but prior to sterilization. No further details were available.